Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (510 mg/dl) and the cause was not known. Insulin injections were administered to address the bg level. The customer reverted to using insulin injections for insulin therapy. Tandem technical support reviewed the pump data and no device issues were identified. The customer acknowledged the information and was satisfied.